Manufacturer narrative:
(B)(4). Device evaluation: the device related to the reported event of rupture, was received on aug 30, 2021 with lot number 2991146. Visual analysis of the returned device identified: overweight, a curved opening on radius, wear abrasion, and flat creases. A microscopic analysis was performed which identified: a sharp opening with wear abrasion near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as surgical impact. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture. The device has been explanted and replaced.